Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when first interrogating the programmer only the atrial electrograms (egm) were displayed. While doing a capture management test and selecting ventricle, only atrial egm was displayed. Multiple attempts were tried to change to dual egm and ventricle egm and the programmer always reverted back. The status of the programmer is unknown. No patient complications have been reported as a result of this event.